Event description:
The customer reported that the system had a communication error and locked up during a case. The system had to be rebooted and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board, software and the single board computer upgrade kit were installed during the service call. The system was tested and found to be working as intended and put back into service.